Event description:
Related manufacturer reference numbers: (B)(4). It was reported that the patient presented in clinic for a right atrial (ra) lead revision due to cardiac perforation. It was also noted that the right ventricular (rv) lead and ra lead exhibited noise over-sensing, and the ra lead further exhibited unspecified insulation issue. It was unsure that whether the ra lead or rv lead had caused the perforation. The ra lead was capped and replaced on 16 aug 2024. No further intervention was performed for the rv lead nor cardiac perforation. Patient condition was stable throughout.